Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The device recorded eri (elective replacement indicator) approximately 32 months after implant.

Event description:
It was reported that the device "went to eri (elective replacement indicator) very fast". The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: we received performance data collected from the device and have analyzed the data. The device recorded eri (elective replacement indicator) approximately 32 months after implant. Analysis of the returned device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.